Event description:
It was reported that a minimum fill notification occurred without intentionally starting the load sequence. Reportedly, the user had filled the cartridge with 160 units of insulin during the load sequence. Customer reloaded the existing cartridge to resolve the issue. Additionally, it was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Subsequently, customers blood glucose level decreased to 40 mg/dl. The customer consumed carbohydrates and administered nasal glucagon spray to address the bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error statement: the pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.